Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported the procedure was being performed in the block room. When the physician took the catheter out of the package, he noticed the catheter had a bend in it in the first 3 cm. To correct the issue, the physician bent the catheter back into place with his fingers and proceeded. During insertion, when he attempted to pull the catheter back into the needle resistance was felt. At which time, the catheter and needle were removed and they noticed the catheter was sheared. Another kit was opened and placed successfully for the pt. There was no delay in treatment and no pt death or complications were reported. On (B)(4) 2013, f/u info states this occurred while in the pt. Nothing was retained in the pt. On (B)(4) 2013, f/u info confirms the device did not shear. The polyurethane covering the coil was cut. It did not completely cut the catheter in half.